Manufacturer narrative:
The reported event of skiving could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record was unable to be reviewed as a lot number was not provided. Based on the information received, the cause of the reported skiving could not be conclusively determined.

Event description:
Related manufacturing ref: 3005334138-2018-00375. A non-abbott needle was used with the introducers during transseptal access when the skiving occurred. The procedure were completed successfully following replacement and there were no adverse consequences to the patients.